Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure when making the gastric pouch on the second firing with a blue load the staple line was bleeding. The staples were not formed well. The surgeon used suture to over sew the staple line. Also, the outer row by the jejunum, furthest from the knife, the staples were not completely formed. No blood transfusion was required. The device was discarded.